Event description:
It was reported that a flogard infusion pump experienced an f38 alarm. There was no patient involvement. Additional information was requested and is not available.

Manufacturer narrative:
(B)(4). A service history review revealed no previous service events were related to the reported condition. A device history record review will be performed. If any relevant information is obtained that is related to the reported event a supplemental report will be submitted. Evaluation summary: the flogard infusion pump was serviced on-site. An alarm log review did not confirm the customer reported condition. The pump was visually inspected; the device was found in good physical condition. The pump's main battery was found to be defective; therefore, additional testing was unable to be performed. There were no batteries in stock; the device was left out of service. The defective main battery will be captured in a separate report.